Event description:
The pt presented with the right middle cerebral artery (mca) transient ischemic attack (tia). Angiography revealed the mca stenosis. Prior to the procedure the pt was given plavix 75 mg and aspirin 325 mg. The subject device was successfully deployed at the lesion following angioplasty. Flow restoration was achieved. However, one hour post procedure the pt complained of headache, went into coma and expired. A vessel perforation was suspected. Autopsy results did not confirm a vessel perforation or a subarachnoid hemorrhage (sah). The physician's opinion the cause of death was probably due to reperfusion. No further information was provided.

Manufacturer narrative:
Five days prior to the event, the pt had stopped taking aspirin due to blood in the stool.